Manufacturer narrative:
The reason for reoperation was rupture and silicone migration. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side dense "formations in underarm that were silicone gel, and rupture. Device was explanted.